Event description:
It was reported that during a da vinci-assisted surgical procedure, the clips were not staying in the clip applier. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument worked properly during inspection and was not until they attempted to clip. No injury to the patient. The case was completed with a backup instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of broken input disk to be related to the customer reported complaint. The instrument was found to have an input disk broken. Input disk #6 was found completely detached from the base of the housing. Hairline cracks were found on input disk #7. As a result, the instrument would not clip. Other backend component adjacent to the broken inputs do not show damage.